Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's cubie was failed. The field service engineer (fse) verified that no hardware failure message was present. The drawer was cleaned of debris, and the cubies were reseated. The unit was then cleaned and thoroughly inspected. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.